Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the error as having occurred in the field via system logs. The usm was tested on an in-house system in norm mode with no related errors. The usm passed all tests. During inspection of the unit, fa noticed dried up sticky fluid intrusion found on the tornado up and down button. When the down button was pressed down, the button gets stuck.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The fse replaced the usm4 to resolve the issue. A return material authorization (RMA) was issued requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the patient clearance button on universal surgical manipulator (usm) 4 was not working properly. The up button worked, but the down one did not. The customer stated that the issue did not affect the procedure as the customer stowed usm4 and were completing the procedure with 3 usms. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and verified an error pointing at unstable or noisy patient clearance button on usm4. The procedure continued as planned. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the following information was obtained: the patient side cart (psc) was checked when system was turned on. The patient clearance button was not checked, only the usms movement during draping. Deploying of the usms and sterile stowed was performed without incidents/ error signs. The system was turned on without no errors. The issue occurred when docking the psc. The 4th usm needed to be increased on patient clearance for adjustment to achieve a better instrument reach. The button was pressed and there was no response from the usm. The customer de-docked and rebooted the system. When the system was restarted, the patient clearance on the usm4 worked for a second, and then it stopped working. The customer stowed the usm4 and proceeded to start the procedure with 3 usms. The procedure was successfully completed with 3 usms.